Manufacturer narrative:
Legal manufacturer: hcs horten - strandpromenaden 45 norway horten vestfold, n-3183. Ge healthcare's has investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer has contacted ge healthcare to investigate device contribution to and/or impact upon a patient death. Customer reports that during the evening after an atrial fibrillation ablation procedure, the patient went through a cardiac decompensation, and the doctors diagnosed a stomach perforation and esophagus thickening. Once the diagnosis was established, the patient was transferred in ICU and intubated, under mechanical ventilation, antibiotic therapy, and endoscopic treatment (placement of a clip on an active bleeding area). The specialists then decided on a conservative approach for the esophageal perforation, directing healing through a naso-jejunal probe. Surgeons did not notice any issue with the tee probe during this specific procedure. Customer reports that seven days after the procedure the patient died. The customer does not fault the device, and they ask ge healthcare to demonstrate that neither probe nor echograph could have caused the issue. Ge healthcare has investigation is in progress.

Manufacturer narrative:
Ge healthcare has investigated the possible contribution of a 6vt-d diagnostic ultrasound probe with vivid s70 system to patient injury and death. The customer provided to ge healthcare the 6vt-d probe and the vivid s70 system for evaluation. The probe was evaluated for safety and effectiveness, and no defects were found with the probe. The console logfiles were assessed for overheating during the patient exam, and no instances of the probe overheating during the patient exam were found within logfiles. Therefore, ge healthcare has concluded neither the probe nor the console malfunctioned during the reported incident, and no further action is required.